Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with a loss of capture on the atrial lead. No patient symptoms were reported. Automated mode switch episodes were also noted. A chest x-ray revealed that the lead had become dislodged. The lead was successfully repositioned.